Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, following repositioning of the lead, the helix would not extend after greater than 40 turns. Review of the lead under fluoroscopy showed that the helix was not extended, however, after implant of a new lead, the helix suddenly extended and would not retract. The lead was attempted, but not implanted. No adverse patient effects were reported.